Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that they encountered error 319 on universal surgical manipulator (usm4). The user had initially restarted the system, but there was no change. The tse then instructed the user to perform a hard restart of the patient side cart (psc), which also resulted in no change. The tse advised the user to disable usm4 and move it out of the way to continue with the case. The user planned to follow this advice and continue with their scheduled cases. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm4 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, error 319 was found indicating ¿not present at startup¿ on the usm ¿0x3¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm4) was installed onto a known good system where error 319 was triggered indicating fault on the ¿0x3¿ axis, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where ¿check all board present¿ was found to be failing on the ¿0x3¿ axis. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to a communication issue with the rolling loop fiber in the usm. This issue may be resolved by fse service to replace the usm.

Event description:
Refer to h11 for follow-up information.